Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insulin pen needle broke during use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: one open 31g x 5mm pen needle sample was returned from lot. No. 7052715, cat. No. 325104. Visual examination was carried out on the returned sample and it was observed that the patient end of the cannula was broken, no shield was returned and an indentation mark was observed on the hub. Investigation conclusion: visual examination was carried out on the returned sample and it was observed that the patient end of the cannula was broken, no shield was returned and an indentation mark was observed on the hub. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause description: root cause was incorrect loading of the shield to the hub at the shielding station. CAPA (B)(4) was opened to address this issue.